Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on (B)(6) 2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 420 colony forming units(cfu) as comprising of the following 2 isolates: positive cocci - staphylococcus aureus, positive rods - corynebacterium simulans. Study number: 1222631. The long term loaner duodenoscope was received by pentax medical for evaluation on 09-oct-2019. The duodenoscope was inspected by pentax medical service on 15-oct-2019 and the following inspection findings were documented: distal cap/ case cracked, right /left angulation knob play, distal cap - fixed type passed epoxy seal integrity inspection, up/ down angulation knob play, passed wet leak test, suction tube resistance, passed dry leak test, umbilical cable single buckled under pve root brace, operation channel- primary slice by accessory, lcb distal cover glass middle pin hole in glue. An additional evaluation performed on 07-nov-2019 noted the following: primary operation channel excess glue at distal end, right/ left brake knob loose. The duodenoscope underwent repairs including the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, suction channel lg, lcb distal cover. Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on 06-jan-2016. The video duodenoscope is currently awaiting qc final approval and culture resampling as of 11-nov-2019.